Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7074510.

Event description:
It was reported that the patient experienced inadequate pain relief however, the patient was feeling unwanted stimulation in the ribs or under armpits. The patient underwent a revision procedure wherein the leads were pulled down for better coverage. The patient was doing well postoperatively. The leads remained implanted in the patient's body.